Event description:
A 84 old male with an anatomy indicated as suitable for aaa repair, underwent evar in 2008. Once the flex main body was in place and the contralateral leg was out, the physician was about to take away the release wire and move the top cap upwards. The release wire had stuck and did not loosen from the top cap. The physician pulled hard and the whole system bent sideways. The physician did release the ipsilateral leg and pushed the inner (grey) catheter to support the whole system from bending. A coda balloon was inflated in the contralateral leg as a support and finally the release wire came off the top cap. Then, the procedure continued as normal. The wire used was a lunderquist wire and the physician was skilled with zenith. No pt injury.

Manufacturer narrative:
All verification and validation activities showed the device met the design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) describing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce the failure mode from occurring and/or reduce the probability of the severity that occurred in this case. A physician's reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device. The proximal trigger wire is verified to be placed/routed properly on the delivery system and through the appropriate locations on the stent graft on each device. Action has been taken to find the root cause of the issue and we have notified the appropriate individuals and will continue to monitor for similar events.